Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2023. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold and high pacing lead impedance. The physician performed programming changes on the right ventricular lead. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.